Manufacturer narrative:
We received the valve in the returnkit, the valve was inserted in an unknown liquid. At the time of submission the progav2.0 valve was set to pressure range 13cmh2o. In the first step of our investigation is the optical inspection. We found some scratches but on other obvious deformations or other abnormalities on the progav2.0 valve. During the permeability test, to proof the penetrability we carried out a permability test. This test was carried out a hyrostatic pressure difference of approx. 20-20 cmh2o in the flow direction. The investigation has shown that the progav2.0 valve was permeable. Our adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. To measure the braking force we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has resulted that the brake function is full in place. The measurement oif the braking force is inside the tolerance. As a result. First we performed a visual inpections on the progav2.0, valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in step of 5 cmh2o. Based on our investigation results we can comfirm that it was possible to adjust the valve in all pressure settings. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to vertify whether the valve examined here has been influenced by the known risks of hydrocephalus therapy, as for therapy, as for example by natural substance (protein, blood or tissue particles) in the cerebrospinal fluid, we have finally opened the progav 2.0 valve. After opening the progav2.0 valve, we found minimal deposit inside the valve. Based on out test results, we cannot comfirm that the valve was not adjusted. However, it can be assumed that the deposits found could have led the suspected malfunction in the past. Furthermore, we can only assume that the location of the implant was unfavourably chosen due to the anatomical conditions of the patient or to thick skin above the implants, and this could have led to limitations. There is no failure detectable with this valve at the time of delivery. No further actions are required from our point of view.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that adjustments could not be performed.

Manufacturer narrative:
We received the valve in the returnkit, the valve was inserted in an unknown liquid. At the time of submission the progav2.0 valve was set to pressure range 13cmh2o. In the first step of our investigation is the optical inspection. We found some scratches but no other obvious deformations or other abnormalities on the progav2.0 valve. During the permeability test, to prove the penetrability we carried out a permability test. This test was carried out with a hyrostatic pressure difference of approx. 20-20 cmh2o in the flow direction. The investigation has shown that the progav2.0 valve was permeable. Our adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. To measure the braking force we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has resulted that the brake function is full in place. The measurement oif the braking force is inside the tolerance. As a result. First we performed a visual inpection on the progav2.0, valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in step of 5 cmh2o. Based on our investigation results we can comfirm that it was possible to adjust the valve in all pressure settings. To prove if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verifiy whether the valve examined here has been influenced by the known risks of hydrocephalus therapy, as for example by natural substance (protein, blood or tissue particles) in the cerebrospinal fluid, we have finally opened the progav 2.0 valve. After opening the progav2.0 valve, we found minimal deposit inside the valve. Based on our test results, we cannot comfirm that the valve was not adjusted. However, it can be assumed that the deposits found could have led to the suspected malfunction in the past. Furthermore, we can only assume that the location of the implant was unfavourably chosen due to the anatomical conditions of the patient or to thick skin above the implants, and this could have led to limitations. There is no failure detectable with this valve at the time of delivery. No further actions are required from our point of view. Patient height-(B)(6).